Event description:
Customer reported defect was noted immediately prior to use; was not used on the patient. An identical sheath was obtained; had no defects and was successfully used on the patient. The original intended procedure was for aorta, fenestrated endovasular repair of visceral and infrarenal aorta percutaneous, including four or more visceral artery endoprostheses with bifurcate femoral artery, percutaneous access and closure of, for delivery of endograft through a large sheath (12 fr or greater), ultrasound guidance, when performed, unilateral.

Manufacturer narrative:
The device was used in treatment. One 7f destino twist was returned from the customer with the dilator. There were no other accessories. Blood was found on and inside the sheath and dilator. The pull wire was poking out of the sheath approximately 1.5cm from the distal tip. The anchor ring is in the proper place, but it is detached from the pull wire. The proximal weld looked insufficient on the anchor ring, and the two distal welds appeared sufficient and contained the coined wire. Due to the inadequate proximal weld, a hinge-like effect occurred which led to the separation of the wire from the anchor ring. Deflecting with the broken wire resulted in the wire coming out of the sheath. An x-ray was taken that shows where the wire broke. The anchor ring appears to be in the correct position. The coined wire looks normal on the portion of the pull wire protruding from the sheath. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. The sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and leak testing. Per procedure destino steerable guiding sheath in-process and final inspection: 10.1: using a 10x microscope, inspect shaft for dents, bumps, cracks, wrinkles, kinks, exposed braid, exposed pull wire lumen, exposed marker band or delamination. It is allowable to have exposed braid up to 1.5cm distal of the pull wire exit. Inspect for loose and embedded fm. 20.4: for destino twist, verify the deflection to be maximum 180° in one direction. These procedures are performed by qa 100%. Per procedure destino pull wire inspection: 7. Procedure for wire to anchor laser welding 7.1 using microscope set at 30 x, inspect the wire to anchor laser welding as follows: a) two wires should be seam welded to the anchor ring opposite one another. B) laser weld impressions should be smooth and shiny. C) spots must be an overlapping continuous seam. D) ensure no damage to the wire and to the anchor. The width of the wire cannot be decreased from weld spots in the proximal half at any place. There can be decreased diameter in the distal half of the welded area. E) ensure that there is no weld residue. F) there should not be a hole burned thru the weld spot on the anchor g) there should not be a visible gap between the wire and the anchor after welding. H) no welds within 0.50mm from the proximal edge of the anchor ring. This procedure is performed by qa 100%. Summary: operators perform this step at 100% inspection. The pull-wire to anchor ring is put into a fixture/machine and pulled to the specified poundage, for the specified time. Afterwards, the qa inspector checks to ensure no sections have detached. The destino twist instructions for use (IFU) informs the user avoid subjecting the device to unusual stresses. Handle the steerable sheath with care at all times. Do not use excessive force when inserting the steerable sheath into a vessel. Do not force the steerable sheath if significant resistance is encountered during insertion or passage. Caution: when in the deflected position, the steerable guiding sheath should not be rotated while encountering resistance since that could severely damage the vessel, heart chamber, or anatomy of the patient. Based upon the investigation, a CAPA has been opened to investigate the pull wire coming out of the sheath to prevent recurrence of this issue. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this device for trends and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. Additional information has been requested. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported the pull wire exited from the sheath of a destino twist during a case that occured in a us hospital today. The procedure was finished and the patient is ok.